Manufacturer narrative:
H.6. Investigation: twelve open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on the remaining eight samples. Due to the condition the samples were received no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 6 pen ndl 32g 4mm pro 14 were unable to deliver insulin/medication. The following information was provided by the initial reporter: the needle npe was bent for some products and drug didn't come out for some products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 pen ndl 32g 4mm pro 14 were unable to deliver insulin/medication. The following information was provided by the initial reporter: the needle npe was bent for some products and drug didn't come out for some products.